Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s pacemaker revealed the device was in a backup-mode due to incomplete security updates. The device was re-programmed and was able to be reverted back to normal operating mode. The patient had no adverse consequences.